Event description:
The customer reported that he was hospitalized due to erratic blood glucose levels between 16 and 600 mg/dl. The customer also has addison's disease. Prior to the event, the customer was experiencing low blood pressure, and fell. Troubleshooting was performed, and the insulin pump was not exposed to high magnetic fields. The customer was not feeling well, and declined further troubleshooting. Advised the customer to call back at this convenience for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.